Manufacturer narrative:
Patient informaiton: unk. Work order search: no similar complaints within associated lots were found. Off-label <21. Claim# (B)(4).

Event description:
The reporter indicated that a vial was broken for a 12.6mm vicmo12.6 implantable collamer lens of -7.5 diopter. The lens was inspected and implanted into the patient's left eye (os) on (B)(6) 2022. The lens remains implanted. Reportedly, "after checking, the lens is no problem and the operation is done." Cause of the event is unknown.

Manufacturer narrative:
Additional/ corrected data: h6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, the probable cause of the failure is likely due to change in the material of the lens vial. An action plan, health hazard evaluation (gp-1416) on 2ml vial breakage was initiated. The hhe found no severe threat to public health and the observed frequency of the reported event of the vial breakage is occurring within the expected range with the risk also being in an acceptable range. An action plan, CAPA m22-04, has been initiated to assess and implement corrective and preventative actions for the failure identified in this complaint. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, the probable cause of the failure is likely due to change in the packaging configuration of the lens vials. An action plan, health hazard evaluation (gp-1416), on 2ml vial breakage was initiated. The hhe found no severe threat to public health and the observed frequency of the reported event of the vial breakage is occurring within the expected range with the risk also being in an breakage was initiated. The hhe found no severe threat to public health and the observed frequency of the reported event of the vial breakage is occurring within the expected range with the risk also being in an breakage was initiated. The hhe found no severe threat to public health and the observed frequency of the reported event of the vial breakage is occurring within the expected range with the risk also being in an acceptable range. Nipro has agreed to send future vial shipments to staar using the prior packaging configuration to prevent further vials from braking during usage or shipping. Thus, no further action is required at this time. Claim # (B)(4).